Event description:
It was reported that the right atrial (ra) lead exhibited no capture and high impedance. The lead was found to have dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.